Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, compliance with medical therapy and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of thirteen patients who expired after vad implantation. This article reviewed the experience of one institution with a vad device. These patients included 50 patients implanted with a vad between jul-2009 and nov-2011. These patients are reported to have past medical histories that included twelve patients with end-stage ischemic heart disease, nine patients with acute myocardial infarction, 27 patients with dilated cardiomyopathy and two patients with acute myocarditis. Two of the patients included in this cohort are reported to have undergone biventricular vad implantations. The patients included in this study were also reported to have a mean age of 50.6 years and 39 of them were reported to have been male. Of the fifty patients in the study, nine patients expired during in the first 30 days of implantation. Two patients developed an intracranial hemorrhage immediately after the implant. Two patients died of primary right heart failure followed by multi-organ failure (mof) after one and seven days of implant, respectively. Neither of these two patients was considered suitable for rvad implantation because of their extremely bad clinical conditions. In two other patients, a pulsatile rvad was placed on the second post-operative day for right ventricular failure. They are reported to have not recovered and expired from mof after three and eleven days, respectively. Another two patients died from sepsis and sepsis-associated mof one and nineteen days after implant, respectively. Renal failure developed in one patient, followed by a neurologic complication that caused his/her death five days after the implant. The article also included a report of four patients who expired after one month of vad support. Right heart failure with massive ascites developed in one patient with a course that was complicated by gastrointestinal (gi) bleeding requiring massive transfusion and surgical intervention (hemicolectomy). This patient's clinical course was further complicated by septic shock and septic mof. This patient expired 48 days after the implant. Severe depression developed in another patient with extreme non-compliance with medical therapy. This patient subsequently died from a hemorrhagic neurologic complication after 30 days of support. The third of these four patients sustained recurrent pleural effusions that required repetitive thoracocenteses and unilateral pleurectomy. A period of respiratory insufficiency later developed in combination with a severe gi bleeding and then mof. This patient died after 57 days of vad support. A further patient death occurred in a patient who had already been discharged home. The patient was re-admitted for the treatment of a pleural effusion. Unexpected bleeding after pleural drainage insertion required a surgical intervention. The patient's stay was further complicated by gi bleeding and right heart failure. The possibility of a further rvad implantation was not considered because of the patient's extreme cachectic condition. This patient died after 274 days of vad support. The authors concluded that their experience with the device showed satisfying results with an excellent post-transplantation survival. Moreover, the stratified survival based on the level of preoperative stability showed better outcomes in patients undergoing elective vad implantation. Further follow up did not yet yield any additional relevant information regarding these events.